Event description:
Cook (B)(6) reported for the customer, "the catheter separated from the port and travelled along the blood vessel. The catheter was retrieved in a second procedure." Per complaint reporting form: "patient came into hospital with the new peripheral port for chemotherapy. The infusion didn't run well, so they refered the patient to the radiologist to make an overview from the port. They found out in the radiology department that the catheter moved away from the port chamber to the pulmonary vein. The patient get in affect of this heart rhythm problems. The radiologist could catch the catheter to bring it out of the patients body." Catheter migrated to the pulmonary vein. Catheter retrieved successfully by use of another catheter. Additional procedure: catheter retrieval. Third procedure planned for implantation of a new port. Adverse affects reported: catheter migrated to the pulmonary vein. Patient had problems with heart rhythm.

Manufacturer narrative:
Only cd was sent to the manufacturer. No product was returned for evaluation. According to information supplied to (B)(4), this product is not being returned for evaluation. No port returned, only a cd. Engineering reported, "the images on the cd showed the implanted port after the disconnect occurred. The catheter lock was still on the port, covering the outlet tube." Engineering stated, "a full investigation is not possible without the catheter. It is unlikely that a properly connected catheter would disconnect and leave the catheter lock in place. Given the limited information, the best determination is that the catheter was not advanced over the ring on the outlet tube before the catheter lock was assembled." "It is suggested that the user review the suggested instructions for use that is supplied with the device and review "section assembly" along with figures 6 and 7."